Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report numbers: (B)(4). During follow-up, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were observed to be "matted." The physician programmed tachy therapy off to resolve the issue. Further information was requested but not yet available. The patient was in stable condition.